Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with hemolysis (elevated plasma free hemoglobin and ldh) and hematuria. A ramp study was completed - mild decrease in left ventricular end diastolic diameter (lvedd) upon speed increase. Aortic valve opening. Pump exchange planned. Additional information was received stating that the patient was transplanted. Therefore, a pump exchange did not occur.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.